Manufacturer narrative:
Na.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys troponin t hs assay on a cobas 8000 e 801 module. The sample initially resulted in a troponin t value of 313 ng/ml and this value was reported outside of the laboratory. A second sample collected from the patient was tested 8 hours later and the troponin t result was < 3 ng/ml. The complained sample was then repeated, resulting in a troponin t value of 9.64 ng/ml. The troponin t reagent lot number and expiration date were requested, but not provided.

Manufacturer narrative:
The unit of measure for troponin t has been confirmed as ng/l, not ng/ml. The following information replaces the information previously provided for the complained sample: the initial measurement of 313 ng/l was performed on (B)(6) 2022. The sample was repeated once on (B)(6) 2022, resulting in a value of 8.64 ng/l. The sample was also repeated twice on (B)(6) 2022, resulting in values of 15.9 ng/l and 6.66 ng/l. After the initial value was reported outside of the laboratory, the patient was admitted to the coronary care unit. The patient received the full coronary care treatment package. No details were provided on treatment received. The patient is currently stable and remains in the hospital. Upon review of the alarm trace, several pipetting alarms occurred for all modules on the same line, including sample foam alarms on the e 801 analyzer. No relevant alarms occurred at the time the affected sample was measured. Calibration and controls were within specifications. The investigation could not identify a product problem. The cause of the event could not be determined.